Event description:
It was reported that the patient passed away. An online obituary search showed that the patient died at home. The generator and lead device history records were reviewed by the manufacturer. All quality tests passed prior to distribution. Follow up with the servicing funeral home showed that the patient¿s vns would have been buried with the patient per their process. They also did not perform an autopsy. No other additional pertinent information has been received to date.